Manufacturer narrative:
Sc-2316-50e (sn: (B)(6)). The returned lead was analyzed, and visual inspection revealed that the top three electrodes were separated from the distal end. Electrodes 1-3 were not returned. The cables were exposed at the damaged portion of the lead. With the available information, boston scientific concludes that lead damage was confirmed. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down, or the angle of the insertion needle is greater than 45 degrees.

Event description:
It was reported that the patients trial procedure was aborted due to a fractured lead which was confirmed through x-ray. It was noted that when the physician went to pull the lead back to re-attempt driving it from a different angle, some wires were coming through the distal end of the lead tip, and there were three contacts that remained inside the patients body subcutaneously.

Event description:
It was reported that the patients trial procedure was aborted due to a fractured lead which was confirmed through x-ray. It was noted that when the physician went to pull the lead back to re-attempt driving it from a different angle, some wires were coming through the distal end of the lead tip, and there were three contacts that remained inside the patients body subcutaneously.

Event description:
It was reported that the patients trial procedure was aborted due to a fractured lead which was confirmed through x-ray. It was noted that when the physician went to pull the lead back to re-attempt driving it from a different angle, some wires were coming through the distal end of the lead tip, and there were three contacts that remained inside the patients body subcutaneously. Additional information was received that during the patients implant procedure, the physician attempted to remove the lead fragment that was left behind during the trial, however, it was unsuccessful due to risk.